Manufacturer narrative:
Internal complaint number trackwise #(B)(4). Autonumber # cs-cpl-2017-01010. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after during an endoscopic vein harvesting procedure, vasoview hemopro fell off in the patient's leg and was retrieved. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Char and tissue buildup were observed on the jaws. The silicone coating on the cold jaw was observed to be peeled and detached at the tip and middle of the cold jaws, which left the metal part of the base of the cold jaw exposed. The silicon was not returned for evaluation. The heater wire was observed to be attached at the base and tip of the hot haw. Based on the return condition of the device, the reported complaint, "peeled jaw" is confirmed.

Event description:
The hospital reported that after during an endoscopic vein harvesting procedure, vasoview hemopro fell off in the patient's leg and was retrieved. The hospital did not report any patient effects.